Event description:
It was reported that upon device preparation prior to initial implant procedure on (B)(6) 2025, it was found that the insertable cardiac monitor had gone into backup operation upon interrogation. The icm was not proceeded for the upcoming procedure, and an alternate was used instead. There was no patient involvement.